Event description:
A peritoneal dialysis patient reported that he was diagnosed and being treated for peritonitis. On follow-up the patient's peritoneal dialysis nurse confirmed the peritonitis was due to poor aseptic technique, allowing his pets in the room during set up. He was being treated with fortaz and vancomycin for 28 days. He was instructed to do daily manual treatments with the antibiotics with a 6-8 hour dwell and continue his regular prescribed treatments on the cycler at night. The patient's status was reported as fine.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.